Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned due to an alarm from the device. The service center reports finding sieve beds blown, solenoid not switching, flow meter cracked, compressor rattling, regulator broken, pca board has no lights, power cord chewed off. The service center replaced all necessary parts.